Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.

Event description:
A healthcare professional responded to a good faith effort for additional information for a different existing complaint. The reporter indicated "after this incident, we sent the pump to zyno to be repaired. It was sent back to us, saying it had been fixed, but then it happened again with another patient. We cannot recall vtbi amount. But it was similar in the fact that it was an entire segment of tubing with air from the bag almost all the way to the patient. Thankfully we were able to stop it before the air bubble reached the patient." This record is to capture the additional event of "then it happened again with another patient."